Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and pertinent information is provided as a consequence.

Event description:
It was reported that this right atrial lead exhibited difficulty when extending helix during implant. Some days later a pericardial effusion was observed on echocardiogram. There is reasonable evidence that suggests that a perforation was the cause. The patient is being monitored and no surgical intervention was necessary at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead exhibited difficulty when extending helix during implant. Some days later a pericardial effusion was observed on echocardiogram. There is reasonable evidence that suggests that a perforation was the cause. The patient is being monitored and no surgical intervention was necessary at this point. No additional adverse patient effects were reported.